Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage; dents on distal frame and edge; debris under objective lens cover glass; loose light guide (lg) adaptor; light transmission has issues. A root cause could not be identified. Based on the results of the investigation the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope experienced flickering in the image during set up. There were no reports of patient involvement.